Manufacturer narrative:
Additional info has been requested. Manufacture date and expiration date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned, and no lot number was provided.

Event description:
A prodisc was explanted in 2009, due to continued pain.